Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Customer's blood glucose (bg) level was over 400 mg/dl to "high". Customer administered a bolus via the pump to address the issue and went to the emergency room. Tandem technical support (tts) educated the customer on insulin labeling. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.